Manufacturer narrative:
G3 (the aware date should be 20-mar-2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 (ten) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. However, the root cause could not be specified. The event can be detected and/or prevented by following the instructions for use which state: detection method: cf-h185l/I operation manual, chapter 3 "preparation and inspection". Preventative measures: cf-h185l/I reprocessing manual, chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited foreign material in the channel tube. There were no reports of patient involvement.